Manufacturer narrative:
(B)(4).

Event description:
It was reported that the event occurred in the cath lab. The md inserted and inflated the balloon significantly below the rated burst pressure. The technician heard a pop while inflating and stopped. Once they stopped and tried to deflate, the balloon would not deflate and seemed stuck inflated. The md pulled a needle to pop the balloon and deflate it; it was then removed. He finished the procedure by pulling another balloon to replace the malfunctioned one. There was no death, or surgical intervention. The pt was not affected.